Event description:
New information received notes it was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited recurrent oversensing noise. The rv lead will be explanted. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead was capped and replaced on 09 june 2023.the patient was in stable condition throughout the procedure.

Event description:
New information received notes it was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited recurrent oversensing noise led to pacing inhibition. No intervention was made. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with noise on their right ventricular lead. No intervention was made. The patient was in stable condition.